Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that there were no adverse effects on the patient so that no particular additional intervention was taken against the coil damage. The coil damage was possibly attributed by the heavy calcium. Device defect that is consider to cause or contribute to adverse patient effects was recognized when the device was returned to the manufacturer; therefore, the date of awareness is considered the date the device was received by the manufacturer. The returned guide wire had its coil wire unraveled and separated at 15 mm proximal to the tip where the coil wire was soldered. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torque was continuously applied to the guide wire while the tip was trapped by the heavy calcium. When the applied stress exceeded the product's design limit, the coil wire became unraveled at the solder where the coil wire was fixed to the core wire and eventually fractured; there was no indication of product deficiency. Damage of the coil wire was too severe to rule out a possibility that a fragment(s) of the coil wire might have left in the anatomy. Instructions for use states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a ppi to treat a heavily calcified cto lesion in the right anterior tibial artery, several guide wires were used in attempt to cross the lesion. When the subject guide wire was crossing the lesion, its tip became trapped by the lesion. The guide wire was removed from the vasculature and it was found that coils were damaged. A new guide wire was replaced and approach to the lesion was changed. Eventually the blood flow was reestablished and the procedure was completed.